Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment had stripped threads and that the pump experienced intermittent power. It was also alleged that the battery cap top was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2019 with the following findings: during investigation, there were reboots observed in black box download. There was no damage to threads inside battery compartment. The returned battery cap unable to maintain an electrical connection, power loss and reboots duplicated. Test cap used for testing purposes. The pump powered on normal with no alarms. Pump exercised with test cap with no further power issues occurring. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Additional information: product evaluation indicated that the battery cap was stripped and was unable to attach to a test pump. The battery cap height and width measurements were found to be within specification. There was no damage observed to the top of the battery cap.